Event description:
Medtronic received info that the pt with this bioprosthetic mitral valve expired 19 days post redo mitral valve replacement, which had been explanted 10 days post implant due to thrombus. The surgeon suspects that the performance of these valves was pt related. The valve was explanted post-mortem and returned for analysis.

Manufacturer narrative:
Evaluation codes methods- device history reviewed. Results- device history review found the product met specifications when released for distribution. Conclusions- cause of event cannot be determined. Analysis: the product was received in a cloudy tan solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible, and intact. Remnants of pink to tan thrombotic appearing host material remains attached to the inflow margin of attachment of the right cusp extending 1mm onto the cusp. Trace to remnants of thrombotic appearing host material is noted on the outflow of all cusps. Radiography shows no evidence of mineralization on the valve tissue. Conclusion: analysis confirmed the presence of thrombus on the valve. Published literature describes factors which may contribute to its formation of thrombus, which includes but is not limited to; a hypercoagulable condition, systemic hypertension, diabetes, aortic and/or carotid atheroma, auto immune disorders, and chronic inflammation/infection.